Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer spoke with (B)(6) in tech and states that patient alleged the chair is stopping abruptly with no flashes or error codes. Dealer states that the customer alleges that the chair just turns right back on.